Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead would not produce any signals. The lead was placed into the rv apex and then connected to the lab recording system. No intracardiac signals were produced. The lead was then connected to an analyzer on both the atrial and ventricular channels without signal. The lead was explanted and a new lead used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.